Event description:
It was reported that the patient experienced a syncopal episode and presented to the emergency room. The time of syncope corresponded with an arrythmia felt to be ventricular tachycardia (vt) per the physician. The arrythmia was detected, but therapy was deferred by the wavelet discriminator on the implantable cardioverter defibrillator (ICD). The patient fell, struck head, and sustained fractured ribs as a result of the syncopal episode. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).